Event description:
Note: this report pertains to the second of two devices used during the procedure. Refer to mfg report # 300509980320085984. In 2008, it was reported to boston scientific corporation that during a procedure (event date unknown) using a resolution clip device, the clip did not deploy. (Patient age, gender, weight unknown). The procedure was completed with another resolution clip device without any patient complications.

Manufacturer narrative:
According to the complainant, the device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.